Event description:
Information received that the CPR lever was not working. No injury reported.

Manufacturer narrative:
Bed located in maintenance shop. Found CPR lever was not working. Replaced the CPR/trend valve kit to resolve this issue.